Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an ear procedure, the blade was broken off during use. As the broken piece was already retrieved, no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.